Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting high blood glucose levels while wearing her insulin pump. She said last time she called and did trouble shooting, the device passed the high pressure test. The test was explained to customer. Customer called a few weeks later saying that her blood glucose levels are still high and that she wants her device replaced. Customer's blood glucose level was 299 mg/dl. She declined trouble shooting and requested a replacement insulin pump. Customer was advised that replacing the device may not resolve the issue. Customer understood and wanted a replacement anyway. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm noted. The device was received with cracked reservoir tube lip and cracked battery threads.